Event description:
The consumer reported that the patient the patient was on session week number 5 on (B)(6) 2016. The patient was doing much better until (B)(6) 2016. The health care provider (hcp) placed the patient on a low dose antibiotic for a possible infection. The patient had not experienced any symptom relief and was unsure of the exact symptoms. The patient had a history of infections, so this did not start since they had been using the device.